Manufacturer narrative:
(B)(4). Date sent: 11/10/2017. Batch # p56e33. The analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was received with a cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, after the device was placed on tissue, the device fired and began the staple and cut sequence but stopped approximately half way through the sequence. The doctor used the manual override to remove the device from tissue. It was not reported how the procedure was completed. There were no patient consequences reported.